Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error, no delivery alarm and no rewind anomaly noted. The insulin pump passed rewind, basic occlusion, displacement and motor tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm after changing out their reservoir. It was reported the alarm occurred during a prime. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.